Manufacturer narrative:
Corrected data: h3-not returned to manufacturer. The reported event of uncomfortable stimulation was not confirmed. As received, the lamitrode tripole 16 lead had multiple fractured wires in the paddle section as shown in the x-ray images and in the continuity test results. The images did not show evidence of adjacent channel wires shorting together. No root cause identified for reported event.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient complained that stimulation was uncomfortable. Patient turned stimulation off approximately 3 months ago due to the discomfort. No falls or trauma were noted. To address the issue, the lead was explanted and replaced. Postoperatively, the patient is reportedly receiving effective therapy.